Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling the device which led to an abnormality of the image sensor unit. As a result, the e216 error message was displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, error code 216 (scope communication error) displayed with no image. In addition, no data was found on the device ID chip and the insertion tube had dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
A customer reported an error code with blacked-out image from the evis exera iii bronchovideoscope during an unspecified procedure. There were no reports of patient harm.